Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states plate on footrest is broken. Model number given, t93he, and date code are for the foot rest. No chair model nubmer or serial number given. MDR filed.